Event description:
Boston scientific received information that this atrial lead was not capturing. The patient stated that the lead had not been working since shortly after implant. The device had been reprogrammed to accommodate the clinical issues. Additionally, sensing was appropriate so it allowed for tracking which was the therapy that was necessary for this patient. Most recently, a fluoroscopy revealed the lead had dislodged. Therefore, a revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.